Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The remote user interface was replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the remote user interface was not operational. This was a replacement assembly that failed on receipt. There was no adverse patient involvement reported. There was no patient information reported.